Event description:
The customer returned the duodenovideoscope, which is an Olympus asset, with no reported complaint. However, during the evaluation of the device, white foreign materials in the air/water (A/W) cylinder and tube were observed. The service repair technician assessed the condition but could not determine the cause of the failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the white foreign materials in the air/water (A/W) cylinder and tube could not be established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.